Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014-june 21, 2014. Evaluation summary: the device was received for evaluation with approximately 84 ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was emptied for flow rate testing and the device performed within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. Two days after the start of therapy, the device had an unspecified amount of solution remaining in its bladder. The device was primed before use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.